Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an e333 (touch panel failure) error code. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Since the subject device was not returned to olympus, the reported event cannot be confirmed neither the condition of the device. Olympus will continue to monitor field performance for this device.